Event description:
Bed exit alarm on hillrom versecare bed not functioning in semiflowlers and supine positions. Minor scrape noted to outside of control at approximately those positions. User error regarding knowledge of setting the bed exit alarm contributed to the alarm not functioning prior to the pt fall. While setting the alarm, it sounded x 2-3 short beeps in the semifowlers and supine positions, but did not give final long confirmation beep to engage alarm. It is not that easy to differentiate the final sound. Outward appearance of the alarm box did not appear that damaged. Biomed investigation did determine the two alarm settings stated above were damaged from the apparent scape/bump to the unit. Dates of use: 2007. Diagnosis or reason for use: dementia, fall risk.